Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver 4825mg of 5-fluorouracil for a duration of 46 hours. It was reported that soon after the infusion was started, the pt noted the tubing leaked at "the back part" of the filter. It was reported the pt returned to the hosp pharmacy and the tubing set was replaced and the therapy was resumed. The spill at the pt's home was cleaned up according to the user facility's protocol. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.